Manufacturer narrative:
Device was returned for evaluation. Device evaluation found an l-shaped crack on the adapter left housing, o-rings were in good condition due to being replaced at customer¿s site. Unable to confirm if the o-rings played a part in the fluid leaks. The customer complaint of leak was not observed during the device evaluation. Conservatively, unit leak will be captured as there may be a possible leak. Based on the information currently available, technical review, and laboratory inspection, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. It can be concluded that the leakage of coolant from the failure identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a leak with the coolsculpting control unit. There was no patient or provider safety impact.